Event description:
The customer reported to philips healthcare that the heartstart mrx did not "pick up ECG". There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.